Event description:
It was reported that the device had alarms pertaining to the audible alarm, watchdog error, which a software update did not rectify. The service department guided to force the update which was unsuccessful in solving the alarms. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.